Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2008, a patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6), 2015, computed tomography (CT) identified a proximal type I endoleak and an increase in aneurysm sac size (amount unknown) requiring a reintervention. On (B)(6), 2015, an aortic extender endoprosthesis was implanted (pla280300) and the proximal type I endoleak was resolved.